Manufacturer narrative:
Updated data: h6 ¿ results and conclusion codes h10 ¿ conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: medical safety reviewed the product event and assessed the reported: mild paravalvular leak (pvl), valve dislodgement and the implant of a second valve. Based on the information provided, the primary event of mild paravalvular leak, treated with a balloon aortic valvuloplasty, is assessed as likely related to the valve. As reported, the dislodgment of the first valve was the result of interaction between the valve and the pigtail and wire during removal. A second valve was implanted after the dislodgement. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. Images were submitted to medtronic for review. The excerpt of the image sme review report follows: one static image and a mpxr questionnaire were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The image provided revealed a valve properly implanted at the annulus. It was reported that the pigtail catheter and wire dislodged the valve aortic; however, there are no images to support thus this review is inconclusive. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. As reported, the dislodgement was due to interaction with the pigtail catheter and wire. However, this could not be confirmed with the information available. Dislodge events are typically not related to a device malfunction. Pvl is a known potential adverse effect per the IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive root cause of the pvl could not be determined from the information available. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with moderate calcification in the annulus under the left coronary cusp extending 10.4mm into the left ventricular outflow tract, the annular perimeter was sized for a 26mm valve. During the implant, the valve was deployed in the annulus. During post deployment, the valve was crossed with a pigtail catheter to evaluate hemodynamics. The physician attempted to remove the pigtail catheter over a wire. However, the pigtail catheter and wire caught the valve and was pulled into the ascending aorta. Subsequently, a second valve was deployed in the annulus. The first valve remained deployed in the ascending aorta. It was noted the patient remained stable throughout the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that a post implant balloon aortic valvuloplasty (bav) was performed due to mild to moderate paravalvular leak (pvl). The deployment starting point was noted to be the bottom of the pigtail. Prior to the valve dislodging, the implant depth on the non-coronary cusp (ncc) was noted to be 3 and the left coronary cusp (lcc) was 5. After the valve dislodgement, the valve was above the sinus of valsalva (sov). There was nothing of note in terms of patient anatomy that contributed to the valve dislodgement.